Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had multiple supra ventricular tachycardia (svt) episodes. During the events, the implantable cardioverter defibrillator incorrectly diagnosed the svt as a ventricular tachycardia (vt) and triggered anti-tachycardia pacing. Programming changes were made. No further information was provided.